Manufacturer narrative:
The customer provided instrument files for investigation. Investigation is underway. The customer has performed a calibration and ran qc and is currently operational. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant total hemoglobin (thb) result compared to repeat testing of a different sample on their laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
A review and analysis of the provided data from the instrument logs, aqc expected recovery, reagent response curves and calibration history for both thb found no related errors the day the samples were run and no ongoing/persistent issues throughout the cartridge life. Based on the co-ox subcomponent and sample quality checks, aqc performance, and lack of any co-ox related calibration drift or diagnostic errors leading up to and on the day of the escalated event the co-oximetry optical subsystem responsible for the measurement of thb appeared stable and functioning as expected. Data did not suggest anything unusual about the co-ox behavior of the patient samples when measured. The rp500 instrument is performing as intended and is currently operational at the customer site. No product problem identified. The cause of this event is unknown.